Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 422 mg/dl. Customer treated their high blood glucose via manual injection. Customer's alarm history showed no delivery and motor error alarm. Customer advised their insulin pump constantly gave issues and would not function properly. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer received motor error alarm during bolus delivery. Customer performed and passed both the self-test and displacement test. Customer advised they have has issues with bent cannulas in addition to the alarms. Customer was advised to monitor the insulin pump and call back if issues persist.